Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had hard time pressing the buttons on the insulin pump. The numbers were not ramping or was the scroll bar moving up or down with no input from the use. Block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. However, intermittent button response noted during testing due to broken trace on keypad assembly.